Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.  The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item 42522400810, lot 63880501. Item 42532007502, lot 63949714. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00069.

Event description:
It was reported that patient underwent right total knee arthroplasty; subsequently, the patient had a fall and was revised due to the poly becoming dislodged.